Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting. The manufacturer's codes for: method; results; and, conclusion - are pending completion of the manufacturer's product/complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for: method; results; and, conclusion.

Event description:
When the lens was in the eye it became apparent, that haptic was broken. The lens had to be explanted and new lens put in. Patient impact: only lengthening of procedure.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit corrected and additional information not available/included in the initial report. Type of report - indicated "follow-up #1". Type of follow-up - indicated "correction" and "additional information". Device evaluated: corrected to "yes". Event problem and evaluations codes: added codes for: method; results; and conclusion. Additional information: device evaluation and risk analysis results. The device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip. The slider and the rod could advance fully. Trace of lubricant was found inside the injector tip. No abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
When the lens was in the eye it became apparent, that haptic was broken. The lens had to be explanted and new lens put in. Patient impact: only lengthening of procedure.